Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, resulting in elevated blood glucose levels. The user has been hospitalized twice due to diabetic ketoacidosis. The physician believes that the insulin pump is not working properly because the blood glucose levels reached a critical value. The blood glucose levels or the type of medical treatment in the hospital were not stated.